Event description:
It was reported during angulation adjustment, the bronchovideoscope image had a blackout, and was flickering on screen. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received form the customer

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: d9; h4